Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that the footswitch was not working after the capsular rhexis portion during a cataract extraction with intraocular lens implant procedure. The footswitch cable was disconnected and reconnected and the system rebooted without resolution to the issue. The facility biomedical engineer was contacted to help with troubleshooting. An alternate footswitch was attached to the system and the handpiece was disconnected and reconnected and the surgery was restarted. Again they could not get the footswitch to work. The surgeon tried to exchange the handpiece which did not resolve the issue. The case could not be completed. The operated eye was cleaned and a pad and shield was applied. The patient was transferred to another hospital for completion of the case. The procedure was successfully completed. The surgeon advised the patient is recovering well and very pleased with the visual outcome.

Manufacturer narrative:
Additional information has been provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. A visual assessment of the returned sample revealed a normal level of filth .the footswitch was connected to a calibrated system and the console was powered on without any errors. The footswitch was tested and found to meet specifications the footswitch was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable (which belongs to the system) and the footswitch were both replaced to resolve the issue, but were not returned for evaluation. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. Although the reported event was able to replicated, it remains inconclusive whether the footswitch, footswitch cable, or both products were nonconforming. (B)(4).